Event description:
It was reported to philips that the system was not ready for x-ray. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and found that the system could not exposure. The fse replaced the gss and the device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray exposure was not available in the system. Review of the log file showed gss self-test failed. Upon troubleshooting, fse checked the system and confirmed the issue occurred due to gss malfunction. Fse replaced the gss. After replacement of gss, the system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.